Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.75x16mm synergy¿ stent was advanced but failed to cross the lesion despite several attempts were made. With the support of a non-bsc extension catheter, the device was re-advanced but still failed to cross. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with a synergy¿ stent of different size. No patient complications were reported and the patient's status was stable.